Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose levels were over 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump passed the prime test. A tubing clamp was not available to perform the high pressure test at the time of the phone call. The customer advised that she would call back to perform the high pressure test. Nothing further was reported.